Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review could not be performed since the serial number was not provided. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility registered nurse (rn) reported to fresenius that a 2008k machine did not alarm as expected during a patient's hemodialysis (hd) treatment. The rn stated that a clot had formed and air was present inside the circuit (brands unknown) however the machine did not provide any alarms related to transmembrane pressure (tmp), venous pressure (vp), or air detection. The patient's estimated blood loss (ebl) was 75 ml. There was no indication that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported issue. Additional information was requested, however a response was not received. It was reported that the biomedical technician (biomed) evaluated the machine which performed as expected and the reported issue was not replicated. There were no parts returned to the manufacturer for a physical evaluation.